Event description:
The customer stated that she was treated by paramedics due to hyperglycemia. The reported blood glucose reading from the meter read "hi". Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test; however, after changing the infusion set and reservoir, the insulin pump passed the prime and high pressure tests. The customer was advised to monitor her blood glucose levels and to call her doctor if the hyperglycemia persists.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.